Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
Allegation of patient harm - legal.